Event description:
The diu150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reported blurry vision. They mention they were happier with the results on their first eye (right), which had a monofocal dib00 iol implanted. The diu150 iol in left eye was explanted in a secondary surgical procedure and replaced with a dib00 iol. There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange was reported as 20/20, j1. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.